Event description:
The customer reports the locking caster for workstation. The caster would not work properly. No pt injury.

Manufacturer narrative:
The service rep replaced locking caster and tested, system functioning as intended.